Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. During continuous suturing, the needle and suture were separated. Another like device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. The sample was visually evaluated. No needle defects were noted.